Event description:
The ge oec 6800 fluoroscopy system was reported to have no image present on the monitor, although system information appeared.

Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction to errors with the video control pcb and flash errors in the generator. The video controller pcb was re-seated, system flash was erased and re-loaded, and system settings and calibration files were re-loaded. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.